Event description:
A patient reported experiencing inaccurated high results with a one touch profile meter. The patient's blood glucose results were 133 mg/dl on the meter and 110 mg/dl on the lab. Tests were done within 10 minutes with a difference of 21%. The check strip test passed on the meter. Patient did not experience any adverse events. No further information has been reported.